Event description:
The company was made aware on 05/11/2021 that the physician explanted the tined lead due to an infection. The patient will be rescheduled for a permanent implant after the infection has cleared.